Event description:
It was reported that during central processing, the force bipolar had black wires exposed at the tips instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified in central processing prior to reprocessing. The instrument was inspected prior to use with no visible damage noted. The cable was later found broken in half; the customer did not know if the internal wires were exposed. There was no loss of cautery, no thermal damage, and no fragment fell into the patient. There were no collisions with other instruments reported. The procedure was completed with the same instrument. The instrument was inspected prior to decontamination. No photos or video are available.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across either grip tip. There is obvious damage to the conductor wire. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.